Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported tha the rigid video scope had a broken cover glass for light guide and some defective light fibers. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additionally, according to the information provided by the customer, the malfunction was initially found during the annual check by olympus, therefore, some corrections were made in the report. The device was returned to olympus for inspection and the reported failures were confirmed. The small dent in outer sleeve was not able to be confirm. In addition, the following reportable malfunctions were identified during the device evaluation: the llk plug of the video cable section was damaged, the charged coupled device (r-unit) was broken, the light guide (lg)-bundle of the video cable section was broken, the fiber bonding in the outer tube area (distal end) was damaged and the light transmission was lost or too low. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device (r-unit) was broken and therefore the image had white dots, and the light guide (lg)-bundle of the video cable section was broken and therefore the light transmission was lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer stated that the malfunction was found during the annual check by olympus.